Manufacturer narrative:
Product analysis: the valve has not been returned; therefore, no product analysis could be performed. Conclusion: without return of the product, no definitive conclusion could be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ninety-five days following the implant of this transcatheter bioprosthetic valve, the patient was reported to have angina and the interventionist was unable to access the coronaries. The patient was take to the operating room where the valve was explanted. The patient underwent a surgical root enlargement and a surgical valve replacement. The transcatheter valve had been deployed at 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). The physician reported the patient¿s angina may have been due to coronary occlusion caused by neo-intima at the level of the sinotubular junction; however, catheter images were inconclusive. Re-access of the coronary was reportedly not attempted after angiography. No additional adverse patient effects were reported.